Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The infusion set was in use for three days. The patient reported blood glucose level was high due to infusion set leaking at qr (quick release) and treated with bolus. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.